Event description:
Patient's relative reported right side capsular contracture, baker grade iii, breast pain, and devices have been recalled. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient's family member reported capsular contracture, baker grade unknown, diagnosed via ultrasound with breast pain and "devices have been recalled and are now scared and worried". Later, healthcare professional reported baker grade iii. This record is for a right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's relative reported right side capsular contracture baker grade unknown, diagnosed via ultrasound with breast pain and "devices have been recalled and are now scared and worried". Healthcare professional later reported baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5; d4; d6b; d9; h3; h4; h6.

Event description:
The device has been explanted.